Event description:
It was reported that the board displayed user advisory 45 and that the shaft was not at the home position. It was also reported that both of the head harness bars had been removed. No adverse event reported.

Manufacturer narrative:
Reported complaint of "the board displayed user advisory 45 (not at home position after power-on/reset) and the shaft was not at the home position" was not confirmed. Furthermore, no problems were found in the archive file. The board showed signs of physical damage consistent with having been dropped. The top cover, motor cover, encoder cover, head restraints and battery compartment, which were damaged, were replaced. A missing patient pin was also replaced. The board was run with the test manikin and the large resuscitation test fixture (equal to a (B)(6) patient), no problems were observed. No adverse event reported.